Manufacturer narrative:
(B)(4). The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. Root cause could not be firmly established due to the observed damage. The device was repaired, recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) the device failed power-on-self-test for defib and pacer. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.